Manufacturer narrative:
H3 other text: device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, liver disease/toxicity, lung disease, and chronic obstructive pulmonary disease. The manufacturer was made aware of this complaint through a representative of the customer. No other information has been received, however, if additional information is received a supplemental/follow up will be sent."

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, liver disease/toxicity, lung disease, and chronic obstructive pulmonary disease. The manufacturer was made aware of this complaint through a representative of the customer. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.